Event description:
It was reported that stent damage occurred. A 4.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported.